Manufacturer narrative:
Block b3: exact date unknown, event occurred following patients' surgery last (B)(6) 2025.

Event description:
It was reported that following patient's unknown surgery, the implantable pulse generator (ipg) would no longer connect or pick up any charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility. No further information could be obtained despite good faith efforts.